Event description:
It was reported that the user experienced extended pump pauses due to low glucose readings while using the ilet, and additional information has been requested to clarify the event. Symptoms included hypoglycemia. Outcomes included no reported long-term impact and no hospitalization. Investigation included internal review of the complaint and a request for event details from the user. Investigation of this case revealed that the cause and device performance could not be determined based on the information provided, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.